Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called back referencing their previous call. Patient stated they have not used their external devices and they are still not happy with therapeutic effect at night. It never completely helped at night since implant. Patient asked for assistance using external devices to check therapy settings but did not have them charged. Recommended patient charge both communicator and handset before calling back. Patient called back with their external devices charged and requested assistance in connecting to their settings. The patient reiterated that the therapy was not helping their symptoms and that they were waking up 4-6 times a night to go to the bathroom. The patient stated their hcp was still on leave and that they'd followed up with the other physician previously noted in this case in the meantime. The patient stated that physician performed an x-ray to make sure the wire was still connected and where it was supposed to be, and they told the patient it was "ok" and that nothing was wrong with the placement. Patient services walked the patient through connecting to their settings. Initially the patient couldn't find the ins and when they were looking in the mirror for the incision, they noted they couldn't feel a scar but saw a round whitish area. Patient services asked the patient if they could feel the ins and the patient stated they could and they were able to connect to their settings. The therapy was on. Patient services reviewed therapy expectations as well as programming and stimulation considerations and the patient increased the stimulation to a comfortable level where they could feel it in the bike seat region. The patient was going tomonitor their symptoms now that a change had been made.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that at beginning of on (B)(6), they didn't feel like the device is working very well, and they were going to the bathroom alot and wetting their pants alot.  The caller reports that 2 nights ago they went to a restaurant for dinner on the patio and had pulled out their heavy metal chair to slide into it over the arms and got a jolt from the device and they reached around and the device felt like it wasn't there. The caller had a strong vibration sensation and it felt like it burned. Today, the vibration is gone, but the caller still cannot feel the ins like they used to, it feels like it moved and is on its side. Asked caller if they felt like the ins moved during the motion of sliding into the chair and the caller did not know. The caller tried to turn the therapy off yesterday, but the handset was not charged so they plugged it in overnight. The caller reports still feeling a burning sensation but not as strong. Helped caller connect to ins and turn the stim off. Reviewed guidance for keeping externals charged and accessible. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.